Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The side wall panel was replaced to resolve the issue.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date after calls to customer 01/24/23 and 01/30/23. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226 device evaluation anticipated, but not yet begun.

Event description:
It was reported that the screw holder that is molded to the device was noted to be broken during use of the unit. There was no patient injury.